Manufacturer narrative:
(B)(4). Medical devices: dilatation catheter: traveler 2.0x12, ryugen 3.0x10, guide wire: bmwuniversal ii. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified lesion located in the proximal circuflex artery. A 3.0 x 48 mm xience xpedition was deployed at 10 atmospheres. Then a 3.0 x 10 mm non-abbott balloon catheter was used for post dilatation when a distal edge dissection was observed. A 3.0 x 18 mm xience prime was used to cover the dissection. There was no clinically significant delay in the procedure. There was no adverse patient sequelae reported. No additional information was provided.